Manufacturer narrative:
Due to characterization limit e1 is event site name: (B)(6). Corrected field: d1 manufacturer, b5, b6, b7, d10, e1(event site name), g2, g7, h4, h6(component codes), updated field: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that no fault found with either the iabp or ECG lead wires. The fse replaced the o ring and 9v battery as part of preventative maintenance. The device passed all ECG tests and functioned correctly on both a trainer and patient simulator.

Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump (iabp) had an ECG lead failure. There was no patient harm or injury reported.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) had an ECG lead failure. There was patient involvement, but no harm reported.

Manufacturer narrative:
Event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected field - e2, h6(medical device problem code).